Event description:
It was reported that the pump shut off unexpectedly. Customer experienced diabetic ketoacidosis and blood glucose (bg) level of 373 mg/dl. A manual injection was administered to address bg level. During troubleshooting with tandem customer technical support it was discovered that the customer put the pump into storage mode. The pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.